Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went for her loop recorder device check and she also had an echocardiogram performed on 2021-jan-08. The patient noted a por (power on reset) message on 2021-jan-11. The patient does not use the implantable neurostimulator all the time, but she keeps it charged every week. The power on reset was an informational message and the patient was able to clear the message and turn the implantable neurostimulator back on. The patient was going to charge her implantable neurostimulator as the next step.